Event description:
This patient underwent repair of a thoracic aortic aneurysm in 2007. A carotid to subclavian bypass was performed in order to intentionally partially cover the left subclavian with a gore tag thoracic endoprosthesis. The procedure was successful. Post-operatively, the patient was discovered to have profound neurological deficits, and passed away eight days later. The cause of death and complications is unknown. No films were sent to gore. No device was returned; therefore, no analysis was performed.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.